Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event description per maude event report: (B)(4) volun (B)(4) 2014: I received the charite artificial disc in 2006. One year following the surgery, everything seemed to be fine and I was improving. Shortly after my one year post op date, I began to experience severe low back pain as well as nerve pain in my legs. I have since been diagnosed with severe spinal degeneration which is believed to be the result of the artificial disc and it alleged flawed design. The facet degeneration at l4-5 was so severe that an additional surgery was needed to stabilize my spine. I was declared permanently disabled in 2011. I cannot sit, stand or walk without pain. I live on pain medication and have completely lost my quality of life as a result of this device. I was a (B)(6) employee at the time of my surgery and did extensive research before making the decision to have this procedure. I feel like the clinical trial that allowed this device to be marketed was flawed and the lives of many have been ruined. I find it disturbing that the device was pulled from the market as the lawsuits were beginning to mount against depuy.